Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The most likely cause is patient factors, including a history of diabetes mellitus, chemotherapy and CABG.

Event description:
It was reported a patient with a 21mm 3300tfx aortic valve implanted six (6) years, six months, is being evaluated for valve-in-valve procedure due to calcification and stenosis. Patient presented with chest pain. Patient has not been scheduled for reintervention as she must first follow up with oncology based on new cta findings.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 21mm 3300tfx aortic valve implanted six (6) years, six (6) months, is being evaluated for valve-in-valve procedure due to unknown reasons.